Event description:
Reportable based on device analysis completed on 6dec2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the image became black. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and that the imaging window was twisted. Imaging core windup began 29.6 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. Additionally, the drive shaft was noted broken during visual inspection.

Event description:
Reportable based on device analysis completed on 6dec2023. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during pullback, the image became black. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinds in the sheath assembly and that the imaging window was twisted. Imaging core windup began 29.6 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.